Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump retainer ring was damaged. Customer stated that the insulin pump had not held a charge, now they had to change the battery after only four days. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test, active current measurement and self test. However, the device failed the sleep current measurement due to a problem isolated to the electronic assembly. No damaged reservoir retainer ring was found during visual inspection.